Manufacturer narrative:
(B)(4). Additional classification code: erl, hbe. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while procedure mandible advancement. Drill bit blunt and has burnt bone of patient. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: complained issue could not be replicated and/or confirmed based on the available information. No pictures and/or x-rays and no lot number were provided. Product was not returned to our location for investigation. Root cause could not be defined due the missing material. No further information was available. Without investigation it cannot be defined if a corrective action is necessary. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.